Manufacturer narrative:
Updated fields: b4, e1(event site email), g3, g6, h2, h10.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number :(B)(6).

Event description:
It was reported that during a routine testing, the cardiosave intra-aortic balloon pump (iabp) unit display showed: low vacuum pressure. This fault did not cause any personal injury. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Due to characterization limit e1: telephone code: (B)(6). Updated fields: b4, g1(contact person ¿ mfg site), g3, g6, h2, h3, h6 (investigation type, investigation findings, investigation conclusion, component code), h11. Corrected fields: h4. It was reported that routine testing the cardiosave intra aortic balloon pump (iabp) had low vacuum pressure. Patient not involved and no harm or injury reported. A getinge field service engineer (fse) checked and observed the negative and positive pressure ends of the drive valve group leaked seriously and needed to be replaced. This valve group was just replaced a month ago. The drive valve group (d104-00-0031) was replaced. The equipment passed all factory-specified performance and safety index tests. The equipment has been delivered to the customer and can be used clinically